Manufacturer narrative:
The probable root cause is attributed to an obstruction on the master tool manipulators (mtm). This issue can be resolved by removing the obstruction.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse checked intuitive motion, articulated all universal surgical manipulators (usms), and checked the master tool manipulators (mtms) for obstruction. Fse found a cable behind left mtm obstructing full range of motion but is unknown if the cable caused issue. There was no articulation issues found on usm2. The fse noted that an electrical/mechanical adjustment was made to correct the reported problem. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. Fse did not find any articulation issue with usm2.

Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical, inc. (Isi) rep. Contacted isi technical support engineer (tse) after the case was completed and reported universal surgical manipulator (usm) 1 had a lack of mobility. The movement of the usm did not align with the hand controller, and the surgeon was unable to advance the usm as intended. The issue was resolved temporarily by clutching and moving the usm to another area, which improved its function. Technical support recommended reseating the instrument and sterile adapter as a troubleshooting step. No related errors were found in the system logs. The procedure was completed with no reported injury.